Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
The date of event is estimated.

Event description:
It was reported that during a routine ipg replacement on (B)(6) 2025, the physician cut both leads. As a result, the bilateral leads were explanted and replaced during the procedure.